Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of patient with known cad (coronary artery disease) and cabgx3 (coronary artery bypass grafting). The pump was placed and when transferring patient to the air transport the pump came out of position. The pump was not repositioned across the valve and the team was explanted and replaced.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Per the clinical information provided, while transferring the patient from aircraft litter to the stretcher, the pump got displaced into the aorta. Therefore, the root cause of the positioning issue was patient movement. F6/f8 should have been left blank in the initial report.